Event description:
I have used renu products for several years. I was diagnosed with a corneal ulcer and nearly lost my left eye. I have permanent scarring and was forced to take several antibiotics and steroids while I was 6-7 months pregnant. Used until 09/01/2005, daily to clean contact lenses. Event did not abate after use stopped.